Manufacturer narrative:
The device was received by the MFR and inspected under 10x magnification. The cartridge displayed a severely damaged tip. There is no evidence to suggest the device was released to the market in this condition. Pt recovered without permanent injury.

Event description:
Physician reports that the pt's pupil sphincter was injured during implantation of an intraocular lens with the unfolded system. The reporter stated a rough edge on the inserter cartridge may have contributed to this injury.